Manufacturer narrative:
Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. Unit received with broken battery tube threads. No battery cap received with pump. Unable to verify battery cap anomaly.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 17 mmol/l. The customer reported that they are unable to remove the battery cap on their insulin pump. The customer was advised to remove the battery cap with a quarter. The customer reported that they were not able to remove the battery cap from the insulin pump. The customer was advised to remove the battery cap with a large screwdriver. The customer reported that they were not able to remove the battery cap from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.